Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, chest pain and complete heart block noted on telemetry. It was noted that atri oventricular synchrony could not be confirmed. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.